Event description:
Reason for check: shortness of breath device appears to be oversensing on the atrial lead (farfield r-wave) on a supra ventricular tachycardia (svt)-st episode. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).